Manufacturer narrative:
D9: date returned to mfg.: 4/9/2024. One device was received for evaluation. The complaint was confirmed during visual inspection. Knob caps were missing due to little, or no loctite and annual preventative maintenance (pm) is due. Knob caps were replaced, and loctite was added to secure caps onto control knobs. Sintered filter, MRI battery and o-rings were replaced for the pm. The device passed all functional tests after the repairs. Service history review identified this device has not been in for service in the previous twelve months and there was no indication the complaint was related to previous service of the device.

Event description:
It was reported that the device was missing 02, pressure and CPAP caps. This was found during preventative maintenance. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.